Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor did not blink when connected. Customer removed sensor and found that cannula was short. Customer was concerned that part of the cannula was stuck in the body. Customer was advised to monitor site.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.